Manufacturer narrative:
Initial reporter occupation is a patient/consumer. The meter was requested for investigation.

Event description:
There was a complaint of a display issue with a coaguchek xs meter. Upon completing a display check, nothing appeared on the display screen. When the power button was released, the customer saw a "flashing 2 and 8."

Manufacturer narrative:
Field h3 updated. The customer's allegation could not be tested since the customer's product related to this complaint was not available. The investigation did not identify a product problem. The cause of the event could not be determined. H3 other text : device not returned.